Event description:
It was reported that the system had a collimator iris too large error. This error occurred during a procedure with patient involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb pcb and collimator connections were evaluated and reseated. The voltage on ps1 was adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.